Manufacturer narrative:
For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient was revised due to pain and discomfort.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 27, 2017: legal medical records received. In addition to what was previously litigated, patient also alleges limited movement, high levels of emotional distress and anxiety. After review of medical records for MDR reportability it was reported that the patient was revised to address increasing hip pain and failed right total hip arthroplasty. On the operative note it was reported that the serum infection markers including cbc with differential, esr and c-reactive protein are all within normal limits. MRI of the right hip shows a small fluid collection measuring 20 x 15 x 5 mm, which represent a small pseudotumor. Also, the femoral and acetabular component was inspected and showed appropriate positioning with no evidence of loosening or failure. There were no laboratory values provided. Updated the product information. This complaint was updated on: jul 12, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pulmonary embolism.